Event description:
It was initially reported to bsc/target that during the procedure the gdc 10-ultrasoft stretch resistant coil detached proximally in microcatheter, but there was slack in the catheter which may have contributed. There was a required/additional intervention. During the analysis of the gdc 10-ultrasoft stretch resistant coil on august 23rd, 2001, the complaint product revealed a condition not previously identified, which was the premature detachment of the gdc 10-ultrasoft coil from its pusher wire, therefore the complaint became an MDR.